Manufacturer narrative:
No complaints or reported event were received with the return of this lead. A complete lead was returned in three pieces: the connector portion measured at 7.4 cm, the middle portion measured at 12.4 cm, and the distal portion measured at 51.3 cm. Visual inspection found insulation degradation breaching the outer insulation 4.4 cm from the connector pin. Other damages found were consistent with procedural damages.

Event description:
This report is to advise of an event observed during analysis.